Event description:
The complainant reported that the clinician was performing a therapeutic implant of a vtc biliary catheter in a pt (age and gender unk). During the procedure, the sheath cracked at the hub and broke into several pieces. The clinician indicated that the pieces were removed with the aid of a snare and the procedure was successfully completed. The complainant indicated that there was no adverse affect on the pt as a result of the reported malfunction.

Manufacturer narrative:
The device has not yet been rec'd by this MFR for eval; consequently, a physical eval has not yet been performed. We are unable to determine if the device met spec. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. A search of the complaint database for similar complaints related to the prod family was conducted; no add'l complaints have been recorded. The february 2007 15-mo vtc biliary catheter complaint trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted and no data point exceeded the complaint alert limit.